Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of pallor, bruising and discolouration at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes the intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factor includes injection technique. The restylane kysse was intentionally misused with regards to use of syringe. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 19-aug-2025 by a nurse concerning a 48-year-old female patient. The patient had no known medical history or allergies. No information about concomitant medications or previous filler treatments was provided. On (B)(6) 2025, the patient received a treatment with 0.5 ml of restylane kysse (lot: 22980-1), administered as 0.3 ml to upper lip and 0.2 ml to lower lip. The procedure was performed by using an unknown needle type with bd syringe and linear threads technique for lip volumisation. The restylane kysse was injected using bd syringe (intentional device misuse). On the same day after treatment, the patient experienced mild vascular occlusion (vascular occlusion) on left side of her lower lip. The clinical signs and symptoms included pallor (implant site pallor), bruising (implant site bruising) and discolouration (implant site discolouration). On (B)(6) 2025, the patient received corrective treatment with 2 rounds of 500 iu of hyalase [hyaluronidase] at 15-minute intervals. On (B)(6) 2025, the patient received an additional dose of 300 iu of hyalase to lower lip due to pallor. On (B)(6) 2025, the patient received a further round of 500 iu of hyalase to lower lip, leading to the recovery of the events on that day. The reporting hcp assessed the vascular occlusion as possibly related to the treatment. Outcome at the time of the report: vascular occlusion was recovered/resolved, pallor was recovered/resolved, bruising was recovered/resolved, discolouration was recovered/resolved. Restylane kysse was injected using bd syringe was recovered/resolved.